Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02213. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system. The closure device was deployed, but needed to be recaptured. The closure device had difficulty being recaptured back into the delivery system. Eventually, the closure device was recaptured to the level of the anchors and withdrawn into the access system to be completely contained. It was removed from the patient and the procedure was completed with another 33mm delivery system. The closure device was successfully deployed. There were no patient complications and the patient status is fine.

Event description:
Same case as MDR ID: 2134265-2018-02213. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system. The closure device was deployed, but needed to be recaptured. The closure device had difficulty being recaptured back into the delivery system. Eventually, the closure device was recaptured to the level of the anchors and withdrawn into the access system to be completely contained. It was removed from the patient and the procedure was completed with another 33mm delivery system. The closure device was successfully deployed. There were no patient complications and the patient status is fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) inside the related watchman access system (was). The wds was received unsnapped from the was with the valve of the wds closed tight. The implant was received in the sheath and was deployed during the lab analysis. The implant was consistent with the reported information. The hub, valve, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed numerous kinks (buckling) throughout the sheath, tip damage (tricuts flared/ abrasions/ markerband damage), sheath damage (abrasions) and anchor damage. The damage to the markerband is consistent with difficulties with implant recapture. The remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states ¿¿retract access sheath and snap together as access sheath/delivery system assembly.¿ (page 13, step 10 of dfu). (B)(4).